Event description:
During a colonscopy with polypectomy performed in 2000, no problems were detected with the use of device. However, in 2000 the pt was evaluated for bleeding at the site where the device was used, requiring re-scoping and an epinephrine injection.